Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Customer consumed carbohydrates to address bg level. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.